Event description:
Reporter stated that patient obtained a fasting blood glucose result (venous sample), from a reference lab, of 41 mg/dl. Rep0rter indicated that, 5 minutes later, patient's blood glucose (capillary sample) measured 60 mg/dl, using the suspect device. Patient stated that, after the tests were performed, he was given juice and crackers to elvate blood glucose. Control tests were reportedly run on the suspect device, and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.